Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Caller tested 7.0 inr on the coaguchek xs system while a comparison lab returned as 3.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect system; however, the suspect strip vial is empty and there are no strips left to return. A replacement was sent.